Event description:
There is an upcoming revision surgery. The patient has cavities in tibia and talus. The patient had an existing total ankle implant.

Manufacturer narrative:
Please note the corrections made to the h6 (results & conclusion code): the reported event was confirmed based on available medical records and professional health care expert¿s assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed based on available medical records it can be confirmed that the device was used as intended. The tibial component shows some radiolucence around the component and some smaller cavities. Loosening is visible, migration or infection can not be confirmed with the given information. The talar component shows dorsal loosening and subsidence. Based on investigation, the root cause was attributed to a patient related issue. The failure of tibial component was caused by presence of cavities. Furthermore, subsidence of talus component was most likely caused by multifactorial reasons including poor bone stock, biomechanical dysbalance and poor metabolism around the implant. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
There is an upcoming revision surgery. The patient has cavities in tibia and talus. The patient had an existing total ankle implant.